Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing hypoglycemia with blood glucose (bg) levels of 42 mg/dl and hyperglycemia up to 394 mg/dl following missed meal announcements and insulin delivery by the ilet. The user was assisted by a family member who provided orange juice because the user was unable to stand. The user recovered without hospitalization or medical intervention. No long-term health effects were reported.